Event description:
It was reported that the patient was implanted with an advantage fit system device on (B)(6) 2019, and an upsylon y-mesh was implanted on (B)(6) 2019. As a result of the mesh implant, the patient experienced erosion of the mesh to the bladder and vagina, vaginal cuff abscess causing re-admission to hospital, abdominal pain, frequent urinary tract infections, and purulent vaginal discharge. On (B)(6) 2023, the patient had revision surgery of the upsylon y-mesh device. She claimed to have suffered severe pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, she sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss. Note: this manufacturer report pertains to the first of two devices implanted in the same procedure. Refer to manufacturer report number 2124215-2024-73970 for upsylon device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of june 28, 2019, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - extrusion. E2330 - pain. E1310 - frequent urinary tract infection. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal. F08 - re-admission to hospital due to vaginal cuff abscess.

Manufacturer narrative:
Block h11: blocks b5 and h6 have been updated based on the additional information received on july 22, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of june 28, 2019, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - extrusion e2330 - pain e1310 - frequent urinary tract infection e1405 - dyspareunia e1301 - dysuria e0306 - sepsis. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal f08 - re-admission to hospital due to vaginal cuff abscess f1901 - additional surgery f2301 - additional device required.

Event description:
It was reported that the patient was implanted with an advantage fit system device on (B)(6) 2019, and an upsylon y-mesh was implanted on (B)(6) 2019. As a result of the mesh implant, the patient experienced erosion of the mesh to the bladder and vagina, vaginal cuff abscess causing re-admission to hospital, abdominal pain, frequent urinary tract infections, and purulent vaginal discharge. On (B)(6) 2023, the patient had revision surgery of the upsylon y-mesh device. She claimed to have suffered severe pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, she sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss. Additional information received: in the fall of 2022, the patient presented with abdominal pain and was initially evaluated at urgent care for suspected kidney stones. She later went to the emergency department, where imaging revealed a "foreign object" in her pelvis. Partial mesh at the vaginal apex was removed, but she continued to experience pain and infection. She underwent urethral bulking for stress urinary incontinence, and additional mesh removal around the bladder was indicated. During surgery, she sustained a bladder injury with placement of two stents, developed two bladder defects (one from cystotomy, one near a stent), and incurred a bowel injury. Postoperatively, she developed an abdominal abscess and sepsis. She was diagnosed with a vesicovaginal fistula and continues to have a foley catheter and two stents, which have not yet been exchanged. On (B)(6) 2022, the patient presented with dyspareunia and a vaginal cuff lesion. Her surgical history includes a hysterectomy in 2017, followed by a robotic bladder sling procedure, likely accompanied by sacrocolpopexy, for urinary incontinence, which has since worsened. Despite medications, her symptoms persisted, prompting cystoscopy, which yielded normal findings. She reports lower abdominal pain and pain with intercourse, resulting in avoidance of sexual activity. Diagnoses include mixed urinary incontinence, tobacco use, mesh extrusion, and dyspareunia. Examination revealed a large apical mesh exposure. Surgical repair options, including vaginal and robotic approaches, were discussed, with the vaginal approach selected due to her history of multiple abdominal procedures. She was advised to consider nicotine cessation to promote wound healing. Her mixed incontinence will be addressed in a staged process, starting with management of the mesh exposure, followed by reassessment of urinary symptoms. Bladder sling placement is not recommended if stress urinary incontinence is predominant; urethral bulking will be considered as the primary treatment. A urine specimen was obtained and sent for culture. On (B)(6) 2022, the patient was diagnosed with mesh extrusion and underwent vaginal mesh excision with cystoscopy. During the procedure, a three-centimeter mesh exposure was identified at the vaginal apex. The mesh was carefully dissected from the underlying connective tissue and removed in four separate pieces. The vaginal apex was irrigated and the cuff was sutured closed. Cystoscopy confirmed no sutures in the bladder, no lesions or tumors, and demonstrated good bilateral ureteral flow. Vaginal packing was placed, and the patient tolerated the procedure without complications. On (B)(6) 2023, the patient presented for a postoperative follow-up after undergoing a combined urology procedure on (B)(6) 2023, for apical mesh erosion secondary to sacrocolpopexy. The surgery involved robotic-assisted removal of vaginal mesh from both the apex and bladder, revision of the vaginal cuff, placement of a left ureteral stent, and an intentional cystotomy to excise bladder mesh, which was subsequently repaired. Her postoperative course was complicated by a vaginal cuff abscess, necessitating hospital readmission and intravenous antibiotics, followed by a two-week course of oral antibiotics upon discharge. The patient reported persistent foul-smelling discharge after abscess resolution and ongoing urinary leakage from the vagina despite foley catheter placement, requiring diaper use. Cystogram revealed incomplete bladder healing. Examination identified a two-centimeter defect near the apex/anterior bladder compartment. Diagnoses included vesicovaginal fistula, bacterial infection, urinary tract infection, ovarian cyst, lower abdominal pain, intrinsic sphincter deficiency, stress incontinence, urinary retention, frequency and urgency, acute vaginitis, dysuria, mixed incontinence, tobacco use, mesh extrusion, and dyspareunia. CT imaging demonstrated a vesicocentric fistula with a tract extending to the presacral space, and a urine specimen was sent for culture. On (B)(6) 2023, the patient presented with mesh erosion, likely resulting in a fistula involving the bladder, ureter, and potentially bowel segments, accompanied by severe left-sided pain. She currently has a ureteral stent and foley catheter in place and has experienced intermittent hematuria. Previous treatment with flagyl and ciprofloxacin addressed a foul-smelling discharge, which has since resolved. Laboratory testing was ordered to monitor for potential bacteremia, pain management was reviewed, and medications were prescribed as indicated. On (B)(6) 2023, the patient was seen for a surgical consultation. She previously underwent pelvic surgery, likely a sacrocolpopexy, approximately four years ago. In (B)(6) 2022, she underwent removal of apical mesh, which resolved some symptoms, but she continued to experience pain and infection. She underwent urethral bulking for stress urinary incontinence and was further evaluated by the physician, who identified additional mesh around the bladder requiring removal. She underwent a joint robotic procedure, complicated by a bladder injury with placement of stents, two bladder defects (one from cystotomy and another near the stent), a bowel injury without resection, and postoperative sepsis. She was subsequently diagnosed with a vesicovaginal fistula and continues to have a catheter in place. Review of systems was notable for vaginal discharge and pain. Examination revealed a 2-2.5 cm circumferential fistula at the vaginal apex with exposed suture, without bleeding or induration. Diagnoses include vesicovaginal fistula and complications from previously implanted genitourinary mesh. She was referred for further evaluation for a joint surgical case, potential stent removal or replacement, and possible retrograde pyelogram to assess ureteral involvement. Medications were continued, and an exam under anesthesia may be required pending imaging. On (B)(6) 3023, her diagnosis is vesicovaginal fistula. Orders included outpatient/hospital ambulatory surgery placement, full code status, vital signs monitoring, pulse oximetry, weight and height measurement, poct urinalysis and glucose testing, and lidocaine 2% gel application. The plan includes cystoscopy with bilateral retrograde evaluation and exam under anesthesia to assess ureteral involvement and potential stent removal. If ureters are involved, percutaneous nephrostomy (pcn) placement and stent removal may be required prior to any reimplantation. Hemoglobin a1c will be checked, and a referral to general surgery was submitted given her history of multiple surgeries and bowel injury. Labs were ordered and medications prescribed. On (B)(6) 2023, cystoscopy with exam under anesthesia and stent exchange revealed two large vesicovaginal fistulas at the trigone adjacent to the left ureteral orifice, with mesh visible through the fistulas and significant bladder damage. Vaginoscopy confirmed large mesh erosion at the apex and two anterior vaginal wall fistulas separated by a tissue bridge. At the (B)(6) visit, the patient still had a foley catheter and two stents in place, which had not been exchanged. The risks, benefits, and alternatives of the planned procedure were thoroughly discussed. The patient provided informed consent verbally and in writing. On (B)(6) 2023, the patient presented with a vesicovaginal fistula, mesh erosion, and a bowel injury sustained during prior surgery. She was scheduled for a combined surgical case with colorectal surgery on standby. Her surgical history includes a sacrocolpopexy performed approximately four years prior. In (B)(6) 2023, she underwent a joint surgical procedure, during which she sustained a bladder injury requiring stent placement and developed two bladder defects (one cystotomy-related, one near a stent) and a bowel injury without resection. Postoperatively, she developed constipation managed with miralax, dulcolax, and occasional enemas. At the september visit, she used a cystostomy tube for voiding but continued to experience urinary leakage and recurrent utis. Medications include treatments for pain, infection, bladder control, mental health, and chronic conditions, including albuterol, aspirin, ciprofloxacin, clonazepam, docusate, escitalopram, famotidine, fluconazole, lisinopril-hydrochlorothiazide, metformin, metronidazole, omega-3, pravastatin, rybelsus, sitagliptin, sumatriptan, trazodone, trimethoprim, and wixela inhub. A cystostomy tube with a urine-filled bag was present; no other abnormalities were noted on physical exam. Laboratory results were pending, and imaging from (B)(6) 2023 had not yet been officially read. Assessment confirmed bladder prolapse post-sacrocolpopexy, mesh erosion, vesicovaginal fistula, and bowel injury. The plan included further imaging, MRI abdomen/pelvis with enterography, colonoscopy, and preparation for the combined surgical case scheduled for (B)(6) 2023, with discussion of possible stoma placement. On (B)(6) 2023, the patient was seen at emory clinic for a preoperative evaluation in preparation for a combined surgical procedure scheduled for (B)(6) 2023, including open abdominal left ureteral reimplantation and vesicovaginal fistula repair, and kelley. Additional preoperative evaluations included a colonoscopy on (B)(6) 2023, and an abdominal-pelvic MRI with percutaneous nephrostomy (pcn) placement and stent removal on (B)(6) 2023. The patient's history includes a robotic sacrocolpopexy performed approximately four years prior for pelvic organ prolapse. On (B)(6) 2023, the patient was evaluated for a post-operative follow-up after vesicovaginal fistula (vvf) repair and right ureteral reimplantation performed on (B)(6) 2023. Her suprapubic tube had been removed following a normal cystogram on (B)(6) 2023, and she had been recovering well until approximately (B)(6) 2023, when she experienced recurrent urinary leakage. At the visit, she reported using two diapers per day and notable nighttime leakage but denied dysuria, urgency, or frequency. Physical examination with 100 ml in the bladder did not reveal a fistula; however, pooling of fluid on speculum exam suggested possible recurrence. She was scheduled for a computed tomography (CT) urogram on (B)(6) 2023, for further evaluation. Recent urinalysis on (B)(6) 2023, showed positive nitrites, large leukocytes, trace blood, slightly clear urine, and a positive urine culture with three or more bacterial species. She was prescribed sulfamethoxazole-trimethoprim (bactrim ds) 800-160 mg twice daily for seven days. Review of systems was largely negative except for vaginal discharge and pain. The assessment confirmed vesicovaginal fistula with concern for recurrence at the vaginal apex. The plan included review of imaging and management based on computed tomography CT urogram findings. On (B)(6) 2024, the patient was evaluated for follow-up and surgical planning after cystoscopy and vaginal exam under anesthesia revealed a recurrent vesicovaginal fistula (vvf) associated with retained mesh. Cystoscopy identified a small piece of mesh medial to the old left ureteral orifice, with a well-healed site of the prior left ureteral reimplantation on the high posterior bladder wall and scar tissue extending to the trigone. Vaginal exam showed fluid leakage from the anterior vaginal wall and a small area of erythema, suggesting bladder communication at the mesh site. (B)(6) had previously undergone vvf repair with right ureteral reimplantation on (B)(6) 2023, with suprapubic tube removal on (B)(6) 2023, after a normal cystogram. She began experiencing significant urinary leakage approximately six weeks postoperatively, despite a negative CT urogram and ureteral stent removal on (B)(6) 2024, reporting severe incontinence requiring 3-4 diapers at night and 2 during the day. She denied constipation. Assessment confirmed erosion of vaginal mesh and recurrent vvf. The plan included surgical repair of the fistula via a vaginal approach, removal of retained bladder mesh, urine culture, and scheduling for outpatient/hospital ambulatory surgery. The risks, benefits, and alternatives have been discussed in detail. The patient received thorough counseling and provided verbal and written informed consent, expressing a strong desire to proceed with surgery. On (B)(6) 2024, the patient was evaluated in the urology department for follow-up and surgical planning related to a recurrent vesicovaginal fistula (vvf) caused by retained mesh. Surgery had been delayed due to a recent clostridium difficile infection. (B)(6) has a 30-year history of crohn's disease, untreated, with a colonoscopy on (B)(6) 2024, revealing a few polyps that were removed; the remainder of the bowel appeared normal. She reported symptoms consistent with a urinary tract infection, including dysuria, foul-smelling urine, and suprapubic discomfort. Cystoscopy and vaginal exam demonstrated a small piece of mesh medial to the old left ureteral orifice, a well-healed site of left ureteral reimplantation on the high posterior bladder wall, scar tissue along the posterior wall to the trigone, and anterior vaginal wall fluid leakage with erythema, consistent with bladder communication at the mesh site. Despite these interventions, (B)(6) continued to experience significant urinary leakage, requiring 3-4 diapers at night and 2 during the day, with urge incontinence and nocturnal enuresis. Assessment confirmed vesicovaginal fistula with erosion of implanted vaginal mesh. The plan included vaginal vvf repair, removal of retained bladder mesh, urinalysis with urine culture, and a 7-day course of levofloxacin 750 mg daily starting (B)(6) 2024. A detailed preoperative counseling on surgical approach, potential conversion to laparotomy, postoperative expectations, risks of bleeding, infection, injury to adjacent organs, need for transfusion, rare complications including myocardial infarction, stroke, chronic pain, or death, risk of recurrent fistula, and possible intraoperative injury to pelvic or abdominal structures was provided. On (B)(6) 2024, the patient presented for a post-operative follow-up in the urology department, following her vesicovaginal fistula (vvf) repair on (B)(6) 2024. The visit included a cystogram to assess healing. (B)(6) reported no vaginal leakage or pain but noted intermittent bladder spasms and dysuria with suprapubic discomfort, raising concern for a possible urinary tract infection. Following her vvf repair with right ureteral reimplantation on (B)(6) 2023, (B)(6) had her suprapubic tube removed on (B)(6) 2023, after a normal cystogram. She subsequently experienced significant urinary leakage six weeks postoperatively, with CT urogram negative for recurrent fistula. Her ureteral stent was removed on (B)(6) 2024, but she continued to use multiple diapers daily and nightly due to urge incontinence and nocturnal enuresis. During the (B)(6) visit, a cystogram with 150 ml of cystografin instilled via the suprapubic tube demonstrated no evidence of fistula or urinary extravasation on ap and lateral views. The bladder was drained, post-void imaging was obtained, and her foley catheter was removed. Medications reviewed included docusate sodium 100 mg twice daily, tolterodine 2 mg for bladder spasms (to be discontinued (B)(6) 2024), and levofloxacin 750 mg daily for seven days ((B)(6) 2024). A urine culture was ordered. The final assessment was vesicovaginal fistula, and (B)(6) was counseled regarding her recovery and ongoing management. Note: this manufacturer report pertains to the first of two devices implanted in the same patient. Refer to manufacturer report number 2124215-2024-73969 for the advantage system device, and 2124215-2024-73970 for upsylon device.

Event description:
It was reported that the patient was implanted with an advantage fit system device on (B)(6) 2019, and an upsylon y-mesh was implanted on (B)(6) 2019. As a result of the mesh implant, the patient experienced erosion of the mesh to the bladder and vagina, vaginal cuff abscess causing re-admission to hospital, abdominal pain, frequent urinary tract infections, and purulent vaginal discharge. She claimed to have suffered severe pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, she sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss. In the fall of 2022, the patient presented with abdominal pain and was initially evaluated at urgent care for suspected kidney stones. She later went to the emergency department, where imaging revealed a "foreign object" in her pelvis. Partial mesh at the vaginal apex was removed, but she continued to experience pain and infection. She underwent urethral bulking for stress urinary incontinence, and additional mesh removal around the bladder was indicated. During surgery, she sustained a bladder injury with placement of two stents, developed two bladder defects (one from cystotomy, one near a stent), and incurred a bowel injury. Postoperatively, she developed an abdominal abscess and sepsis. She was diagnosed with a vesicovaginal fistula and continues to have a foley catheter and two stents, which have not yet been exchanged. On (B)(6) 2022, the patient presented with dyspareunia and a vaginal cuff lesion. Her surgical history includes a hysterectomy in 2017, followed by a robotic bladder sling procedure, likely accompanied by sacrocolpopexy, for urinary incontinence, which has since worsened. Despite medications, her symptoms persisted, prompting cystoscopy, which yielded normal findings. She reports lower abdominal pain and pain with intercourse, resulting in avoidance of sexual activity. Diagnoses include mixed urinary incontinence, tobacco use, mesh extrusion, and dyspareunia. Examination revealed a large apical mesh exposure. Surgical repair options, including vaginal and robotic approaches, were discussed, with the vaginal approach selected due to her history of multiple abdominal procedures. She was advised to consider nicotine cessation to promote wound healing. Her mixed incontinence will be addressed in a staged process, starting with management of the mesh exposure, followed by reassessment of urinary symptoms. Bladder sling placement is not recommended if stress urinary incontinence is predominant; urethral bulking will be considered as the primary treatment. A urine specimen was obtained and sent for culture. On (B)(6) 2022, the patient was diagnosed with mesh extrusion and underwent vaginal mesh excision with cystoscopy. During the procedure, a three-centimeter mesh exposure was identified at the vaginal apex. The mesh was carefully dissected from the underlying connective tissue and removed in four separate pieces. The vaginal apex was irrigated and the cuff was sutured closed. Cystoscopy confirmed no sutures in the bladder, no lesions or tumors, and demonstrated good bilateral ureteral flow. Vaginal packing was placed, and the patient tolerated the procedure without complications. On (B)(6) 2023, the patient, with a prior history of robotic sacrocolpopexy for pelvic organ prolapse, was diagnosed with recurrent urinary tract infections and infected, exposed vaginal mesh. She underwent cystoscopy, bilateral lighted ureteral stent insertion, and da vinci robot-assisted explantation of sacral colpopexy mesh, cystotomy with cystorrhaphy, vaginal closure, and interposition of omentum. Intraoperative findings included raised erythema of the left posterior trigone secondary to superficial mesh, a cystotomy with removal of mesh from the left posterior trigone, and an abscess extending from the vaginal apex to the sacral promontory. There was no evidence of ureteral injury. Complete removal of the y-mesh was achieved, and excellent two-layer closure of the cystorrhaphy and vaginal apex was performed, with well-placed omental interposition. During the procedure, a 22 f cystoscope was passed into the bladder per the urethra, and no urethral strictures were found. Both ureteral orifices were visualized in normal position with clear reflux. A small erythematous area was noted at the left posterior trigone near the left ureteral orifice, without stones or tumors. Bilateral lighted stents were successfully advanced into the kidneys without resistance, and a 14 french foley catheter was passed in the bladder without difficulty. The balloon was filled with 10 cc water and the lighted filaments were placed in the ureteral catheters bilaterally. Following abdominal insufflation and port placement, robotic exploration revealed omental adhesions to the anterior wall and a small fatty hernia at a prior port site, which was reduced. The mesh was identified superior to the bladder and traced toward the sacrum. Sharp and blunt dissection exposed purulent drainage around the mesh, which was freed circumferentially to the sacral promontory. Gore-tex sutures were cut to release the mesh tail, and the specimen was sent for pathology. Dissection continued anteriorly to free the remaining mesh from the bladder and vaginal wall. The abdomen was insufflated without difficulty and a supraumbilical incision was made and an eight mm visiport was passed into the abdomen under direct vision. There were some slight adhesions of omentum to the anterior wall and adhesions on the right lateral wall where the old port site was placed was present. The right and left arm ports were placed as well as a 12 mm assistant port and a 5 mm system port in the right upper abdomen. When the omental adhesion was taken down, a fatty hernia that protruded through the old port site on the right lateral abdomen was seen. The omental fat was pulled out of the hernia and the hernia was reduced. A new 12 mm port site had been placed just cephalad to this old port site placement. An end-to-end anastomosis (eea) was placed in the vagina and the sacral colpopexy mesh outlined was noted superior to the bladder. The bladder was filled with 150 cc of water and the bladder appeared to fall over the apex of the vagina. The bladder was lifted up and the peritoneum overlying the mesh was incised above the bladder. Sharp and blunt dissection was made until the blue mesh was visualized towards the left side of the incision. A purulent drainage was noted and the peritoneum was incised over the mesh longitudinally up towards the sacrum. The mesh was dissected off of the peritoneum circumferentially; freeing it all the way to the sacral promontory. The gore-tex sutures were cut to release the mesh tail, and was sent for pathology. Dissection continued anteriorly to free the remaining mesh from the bladder and vaginal wall, revealing the y-mesh anteriorly and dissected it completely free off of the bladder and the anterior vaginal wall. After the mesh was completely excised, the apex of the vagina was noted be open. Cystoscopy confirmed a cystotomy corresponding to the previously observed erythematous area near the left ureteral orifice. The erythema encroaching upon the left ureteral orifice was identified. A 6 french double-j stent was placed on the left side and a 5 french ureteral catheter was inserted on the right. A foley catheter was also placed. Due to difficulty suturing a low posterior cystotomy, a controlled longitudinal cystotomy was created after filling the bladder with approximately 150 cc of saline. Hemostasis was achieved. The cystotomy was clearly seen and measured approximately 2.5 cm in length and 1 cm in width. The mucosa was undermined by sharp dissection. Closure was performed in two layers: an inner layer with 2-0 vicryl in a running fashion and an outer layer with 2-0 v-loc suture. Both ureteral orifices were intact. A secondary posterior cystotomy was similarly closed in two layers with 2-0 vicryl and 2-0 v-loc sutures. The vaginal apex was closed in a figure-eight fashion. The bladder was filled with 150 cc of methylene blue solution, and no leak was found. No blue ink noted on a sterile gauze placed in the vaginal apical area. Good omentum was free and close to the lower pelvis. A right lateral abdominal hernia at a prior port site was reduced and closed with 3-0 v-loc in a running fashion. The 12 mm port site was closed with 3-0 v-loc interrupted sutures, and additional adhesiolysis was performed along the right lateral wall. No bowel injury was identified. Little more lysis of adhesion the right lateral wall was done with the scissors. Patient tolerated procedure well. The incisions were closed and a foley catheter was changed to a new 16 french foley catheter and a right ureteral catheter was attached to the adapter. The left ureteral stent (6 french, variable length) will remain in place for approximately three weeks pending cystogram evaluation and planned cystoscopy with stent removal in the office. The patient tolerated the procedure well, was extubated in the operating room, and transferred to recovery in stable condition. On (B)(6) 2023, the patient presented for a postoperative follow-up after undergoing a combined urology procedure on (B)(6) 2023, for apical mesh erosion secondary to sacrocolpopexy. The surgery involved robotic-assisted removal of vaginal mesh from both the apex and bladder, revision of the vaginal cuff, placement of a left ureteral stent, and an intentional cystotomy to excise bladder mesh, which was subsequently repaired. Her postoperative course was complicated by a vaginal cuff abscess, necessitating hospital readmission and intravenous antibiotics, followed by a two-week course of oral antibiotics upon discharge. The patient reported persistent foul-smelling discharge after abscess resolution and ongoing urinary leakage from the vagina despite foley catheter placement, requiring diaper use. Cystogram revealed incomplete bladder healing. Examination identified a two-centimeter defect near the apex/anterior bladder compartment. Diagnoses included vesicovaginal fistula, bacterial infection, urinary tract infection, ovarian cyst, lower abdominal pain, intrinsic sphincter deficiency, stress incontinence, urinary retention, frequency and urgency, acute vaginitis, dysuria, mixed incontinence, tobacco use, mesh extrusion, and dyspareunia. CT imaging demonstrated a vesicocentric fistula with a tract extending to the presacral space, and a urine specimen was sent for culture. On (B)(6) 2023, the patient presented with mesh erosion, likely resulting in a fistula involving the bladder, ureter, and potentially bowel segments, accompanied by severe left-sided pain. She currently has a ureteral stent and foley catheter in place and has experienced intermittent hematuria. Previous treatment with flagyl and ciprofloxacin addressed a foul-smelling discharge, which has since resolved. Laboratory testing was ordered to monitor for potential bacteremia, pain management was reviewed, and medications were prescribed as indicated. On (B)(6) 2023, the patient was seen for a surgical consultation. She previously underwent pelvic surgery, likely a sacrocolpopexy, approximately four years ago. In (B)(6) 2022, she underwent removal of apical mesh, which resolved some symptoms, but she continued to experience pain and infection. She underwent urethral bulking for stress urinary incontinence and was further evaluated by the physician, who identified additional mesh around the bladder requiring removal. She underwent a joint robotic procedure, complicated by a bladder injury with placement of stents, two bladder defects (one from cystotomy and another near the stent), a bowel injury without resection, and postoperative sepsis. She was subsequently diagnosed with a vesicovaginal fistula and continues to have a catheter in place. Review of systems was notable for vaginal discharge and pain. Examination revealed a 2-2.5 cm circumferential fistula at the vaginal apex with exposed suture, without bleeding or induration. Diagnoses include vesicovaginal fistula and complications from previously implanted genitourinary mesh. She was referred for further evaluation for a joint surgical case, potential stent removal or replacement, and possible retrograde pyelogram to assess ureteral involvement. Medications were continued, and an exam under anesthesia may be required pending imaging. On (B)(6) 2023, her diagnosis is vesicovaginal fistula. Orders included outpatient/hospital ambulatory surgery placement, full code status, vital signs monitoring, pulse oximetry, weight and height measurement, poct urinalysis and glucose testing, and lidocaine 2% gel application. The plan includes cystoscopy with bilateral retrograde evaluation and exam under anesthesia to assess ureteral involvement and potential stent removal. If ureters are involved, percutaneous nephrostomy (pcn) placement and stent removal may be required prior to any reimplantation. Hemoglobin a1c will be checked, and a referral to general surgery was submitted given her history of multiple surgeries and bowel injury. Labs were ordered and medications prescribed. On (B)(6) 2023, cystoscopy with exam under anesthesia and stent exchange revealed two large vesicovaginal fistulas at the trigone adjacent to the left ureteral orifice, with mesh visible through the fistulas and significant bladder damage. Vaginoscopy confirmed large mesh erosion at the apex and two anterior vaginal wall fistulas separated by a tissue bridge. At the (B)(6) visit, the patient still had a foley catheter and two stents in place, which had not been exchanged. The risks, benefits, and alternatives of the planned procedure were thoroughly discussed. The patient provided informed consent verbally and in writing. On (B)(6) 2023, the patient presented with a vesicovaginal fistula, mesh erosion, and a bowel injury sustained during prior surgery. She was scheduled for a combined surgical case with colorectal surgery on standby. Her surgical history includes a sacrocolpopexy performed approximately four years prior. In (B)(6) 2023, she underwent a joint surgical procedure, during which she sustained a bladder injury requiring stent placement and developed two bladder defects (one cystotomy-related, one near a stent) and a bowel injury without resection. Postoperatively, she developed constipation managed with miralax, dulcolax, and occasional enemas. At the september visit, she used a cystostomy tube for voiding but continued to experience urinary leakage and recurrent utis. Medications include treatments for pain, infection, bladder control, mental health, and chronic conditions, including albuterol, aspirin, ciprofloxacin, clonazepam, docusate, escitalopram, famotidine, fluconazole, lisinopril-hydrochlorothiazide, metformin, metronidazole, omega-3, pravastatin, rybelsus, sitagliptin, sumatriptan, trazodone, trimethoprim, and wixela inhub. A cystostomy tube with a urine-filled bag was present; no other abnormalities were noted on physical exam. Laboratory results were pending, and imaging from (B)(6) 2023 had not yet been officially read. Assessment confirmed bladder prolapse post-sacrocolpopexy, mesh erosion, vesicovaginal fistula, and bowel injury. The plan included further imaging, MRI abdomen/pelvis with enterography, colonoscopy, and preparation for the combined surgical case scheduled for (B)(6) 2023, with discussion of possible stoma placement. On (B)(6) 2023, the patient was seen at emory clinic for a preoperative evaluation in preparation for a combined surgical procedure scheduled for (B)(6) 2023, including open abdominal left ureteral reimplantation and vesicovaginal fistula repair, and kelley. Additional preoperative evaluations included a colonoscopy on (B)(6) 2023, and an abdominal-pelvic MRI with percutaneous nephrostomy (pcn) placement and stent removal on (B)(6) 2023. The patient's history includes a robotic sacrocolpopexy performed approximately four years prior for pelvic organ prolapse. On (B)(6) 2023, the patient was evaluated for a post-operative follow-up after vesicovaginal fistula (vvf) repair and right ureteral reimplantation performed on (B)(6) 2023. Her suprapubic tube had been removed following a normal cystogram on (B)(6) 2023, and she had been recovering well until approximately (B)(6) 2023, when she experienced recurrent urinary leakage. At the visit, she reported using two diapers per day and notable nighttime leakage but denied dysuria, urgency, or frequency. Physical examination with 100 ml in the bladder did not reveal a fistula; however, pooling of fluid on speculum exam suggested possible recurrence. She was scheduled for a computed tomography (CT) urogram on (B)(6) 2023, for further evaluation. Recent urinalysis on (B)(6) 2023, showed positive nitrites, large leukocytes, trace blood, slightly clear urine, and a positive urine culture with three or more bacterial species. She was prescribed sulfamethoxazole-trimethoprim (bactrim ds) 800-160 mg twice daily for seven days. Review of systems was largely negative except for vaginal discharge and pain. The assessment confirmed vesicovaginal fistula with concern for recurrence at the vaginal apex. The plan included review of imaging and management based on computed tomography CT urogram findings. On (B)(6) 2024, the patient was evaluated for follow-up and surgical planning after cystoscopy and vaginal exam under anesthesia revealed a recurrent vesicovaginal fistula (vvf) associated with retained mesh. Cystoscopy identified a small piece of mesh medial to the old left ureteral orifice, with a well-healed site of the prior left ureteral reimplantation on the high posterior bladder wall and scar tissue extending to the trigone. Vaginal exam showed fluid leakage from the anterior vaginal wall and a small area of erythema, suggesting bladder communication at the mesh site. Howell had previously undergone vvf repair with right ureteral reimplantation on (B)(6) 2023, with suprapubic tube removal on (B)(6) 2023, after a normal cystogram. She began experiencing significant urinary leakage approximately six weeks postoperatively, despite a negative CT urogram and ureteral stent removal on (B)(6) 2024, reporting severe incontinence requiring 3-4 diapers at night and 2 during the day. She denied constipation. Assessment confirmed erosion of vaginal mesh and recurrent vvf. The plan included surgical repair of the fistula via a vaginal approach, removal of retained bladder mesh, urine culture, and scheduling for outpatient/hospital ambulatory surgery. The risks, benefits, and alternatives have been discussed in detail. The patient received thorough counseling and provided verbal and written informed consent, expressing a strong desire to proceed with surgery. On (B)(6) 2024, the patient was evaluated in the urology department for follow-up and surgical planning related to a recurrent vesicovaginal fistula (vvf) caused by retained mesh. Surgery had been delayed due to a recent clostridium difficile infection. Howell has a 30-year history of crohn's disease, untreated, with a colonoscopy on (B)(6) 2024, revealing a few polyps that were removed; the remainder of the bowel appeared normal. She reported symptoms consistent with a urinary tract infection, including dysuria, foul-smelling urine, and suprapubic discomfort. Cystoscopy and vaginal exam demonstrated a small piece of mesh medial to the old left ureteral orifice, a well-healed site of left ureteral reimplantation on the high posterior bladder wall, scar tissue along the posterior wall to the trigone, and anterior vaginal wall fluid leakage with erythema, consistent with bladder communication at the mesh site. Despite these interventions, howell continued to experience significant urinary leakage, requiring 3-4 diapers at night and 2 during the day, with urge incontinence and nocturnal enuresis. Assessment confirmed vesicovaginal fistula with erosion of implanted vaginal mesh. The plan included vaginal vvf repair, removal of retained bladder mesh, urinalysis with urine culture, and a 7-day course of levofloxacin 750 mg daily starting (B)(6) 2024. A detailed preoperative counseling on surgical approach, potential conversion to laparotomy, postoperative expectations, risks of bleeding, infection, injury to adjacent organs, need for transfusion, rare complications including myocardial infarction, stroke, chronic pain, or death, risk of recurrent fistula, and possible intraoperative injury to pelvic or abdominal structures was provided. On (B)(6) 2024, the patient presented for a post-operative follow-up in the urology department, following her vesicovaginal fistula (vvf) repair on (B)(6) 2024. The visit included a cystogram to assess healing. Howell reported no vaginal leakage or pain but noted intermittent bladder spasms and dysuria with suprapubic discomfort, raising concern for a possible urinary tract infection. Following her vvf repair with right ureteral reimplantation on (B)(6) 2023, howell had her suprapubic tube removed on (B)(6) 2023, after a normal cystogram. She subsequently experienced significant urinary leakage six weeks postoperatively, with CT urogram negative for recurrent fistula. Her ureteral stent was removed on (B)(6) 2024, but she continued to use multiple diapers daily and nightly due to urge incontinence and nocturnal enuresis. During the (B)(6) 2024 visit, a cystogram with 150 ml of cystografin instilled via the suprapubic tube demonstrated no evidence of fistula or urinary extravasation on ap and lateral views. The bladder was drained, post-void imaging was obtained, and her foley catheter was removed. Medications reviewed included docusate sodium 100 mg twice daily, tolterodine 2 mg for bladder spasms (to be discontinued (B)(6) 2024), and levofloxacin 750 mg daily for seven days ((B)(6) 2024). A urine culture was ordered. The final assessment was vesicovaginal fistula, and howell was counseled regarding her recovery and ongoing management. Note: this manufacturer report pertains to the first of two devices implanted in the same procedure. Refer to manufacturer report number 2124215-2024-73969 for the advantage system device, and 2124215-2024-73970 for upsylon device.

Manufacturer narrative:
Block h11: blocks b5, h2, and h6 have been updated based on the additional information received on october 2, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) hospital. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - extrusion. E2330 - pain. E1310 - frequent urinary tract infection. E1405 - dyspareunia. E1301 - dysuria. E0306 - sepsis. E1906 - infection. E2319 - fatty hernia. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal. F08 - re-admission to hospital due to vaginal cuff abscess. F1901 - additional surgery. F2301 - additional device required.